Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reamer and adapter appear to be stripped. Surgeon was able to finish preparation of the tibia, but both devices are damaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device found wear on the attachment end and areas of deformation on the flats. Previous similar investigations found heavily used/worn femoral reamers are contributing factors to the damaged adapters. The spinning of the reamers inside the adapter begins once the reamers have been subjected to heavy usage/hard cortical bone and begin to wear. The root cause is attributed to product wear out through normal use and servicing. Based on the determination of product wear out through normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.